Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: there are no samples available. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Without any closed samples a study cannot be performed to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Tested the knot pull tensile strength of the sample received and the results fulfills the OEM requirements. As instructed for use: "when working with safil quick suture material great care should be taken in order to ensure that the surgical instruments used, such as forceps or needleholders do not cause any crushing or crimping damage to the suture material". Final conclusion: complaint is not justified. Without samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. Please note that when no samples are received analyzing is very limited. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future. Device was not returned.

Event description:
Country of complaint: (B)(6). The suture thread broke and patient had to come back to hospital to be re-sutured.